Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) replaced the position sensor and inspected drawer 3, then proceeded to replace the entire drawer when previous sensor replacements failed to resolve the issue. The fse placed the cubex unit into test mode; the drawer opened, but a grinding noise was observed from the cubie. With only the pyxibus controller, cable, and power supply remaining as potential causes, the fse replaced the pyxibus controller. The fse then rechecked the sensor and reseated the cables, but the issue persisted. The power supply was subsequently replaced, and the fse tested the unit by reconnecting and verifying each drawer individually until all drawers were successfully reconnected. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawer failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.